Manufacturer narrative:
A boston scientific technical services consultant discussed there could be a possible issue with the lead coil. The consultant stated they could continue to monitor the patient or conduct further testing to ensure the integrity of the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to a shocking impedance measurement greater than 125 ohms. A review of the trended data showed the measurements have been gradually rising. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
Boston scientific received information that a red alert was generated for this system due to a shocking impedance measurement greater than 125 ohms. A review of the trended data showed the measurements have been gradualy rising. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead continued to be exhibited high out-of-range shock impedance measurements, with a recent measurement as high as 178 ohms. Technical services (ts) discussed troubleshooting options and programming considerations, comparing 41j commanded shocks versus induction. Subsequently, this rv lead was surgically abandoned and replaced. It was noted that the implantable cardioverter defibrillator (ICD) was also explanted and replaced due to normal battery depletion (nbd) at the same procedure. No additional adverse patient effects were reported.